Event description:
It was reported by the rep that the instrument misfired and the staples did not form correctly during all four firings. The or time was extended roughly 30 minutes because the doctor had to control the bleeding at the staple lines. No patient consequence.